Event description:
Patient reported the bolus amount is wrong. Patient stated the blood glucose monitoring device shows after synchronization that there is active insulin which is inaccurate. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the blood glucose monitoring device for evaluation.

Manufacturer narrative:
(B)(4) observed that the meter powered on when acceptable batteries were inserted into the meter. (B)(4) powered meter on and off consistently with on/off button, no defects were observed with on/off button. (B)(4) observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. (B)(4) observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. (B)(4) visually inspected the external casing on the meter, no damage was observed. (B)(4) reviewed the meter's error history for the last e-57 error produced by the customer. (B)(4) was able to view detailed error code by pressing and holding right and left arrow button until error history appeared. (B)(4) was able to select the observed error by pressing the center/select button to obtain the details of the error. (B)(4) reviewed meter error history and observed an e-57 error was produced on 28 mar 13 with sub-code (error: 101). (B)(4) observed that the meter powered on when acceptable batteries were inserted into the meter. (B)(4) powered meter on and off consistently with on/off button, no defects were observed with on/off button. (B)(4) observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. (B)(4) observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. (B)(4) visually inspected the external casing on the meter, no damage was observed. Iu reviewed the meter's error history for the last e-57 error produced by the customer. (B)(4) was able to view detailed error code by pressing and holding right and left arrow button until error history appeared. (B)(4) was able to select the observed error by pressing the center/select button to obtain the details of the error. (B)(4) reviewed meter error history and observed an e-57 error was produced on (B)(6) 2013 with sub-code (error: 101). Additional analysis was performed on the returned meter due to an e-57 error allegation from the customer. Analysis concluded that e-57 display errors are general electronic errors that occur when the meter detects an abnormality and, by design triggers a failsafe. These electronic errors are intermittent issues that are resettable and can be corrected with a power reset. This case will be set to verified based on the (B)(4) observation of the e-57 error code appearing in the meter memory. At this time however, there is no evidence of an emerging trend in terms of the potential contributors to the e-57 code.